Event description:
The customer reported that a flo-gard infusion pump was found to have presented an f-82 alarm. No patient involvement or injury was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The device was found to meet all specifications. Therefore, the reported condition could not be verified through evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is beign serviced on site and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.